Event description:
Customer reported device=128mg/dl. Lab=187 mg/dl. Tests were performed in a fasting state within 5 minutes apart. No treatment was received. Controls were used however values were not provided. A request was made for return product and replacement product was sent.